Event description:
The customer complained of questionable ise indirect na for gen.2 results from a cobas 6000 c (501) module. The customer stated that 24 patient results had to be corrected. A reportable malfunction for 1 patient's sodium data was provided. The initial sodium result was 151 mmol/l. On (B)(6) 2019 the repeat sodium result from the same analyzer was 142 mmol/l. The erroneous result was reported outside of the laboratory and a corrected report was issued. There was no information provided to reasonably suggest that an adverse event occurred. The initial sodium result was generated from a sample that was aliquoted by a modular pre-analytical system (mpa) while the repeat result was from a sample manually loaded onto the analyzer. The customer stated that patient samples were taking longer than normal to be processed by both the mpa and the cobas c501. The samples were taking sometimes over 2 hours to be processed. The customer believes the delay was due to one analyzer not being available and a higher than normal number of samples to analyze. The customer was not aware of any further issues with the mpa. The sodium electrode lot was j9429 with an expiration date that was requested but not provided. The provided qc data gave no indication of a performance issue with the reagent or the instrument. A field engineering specialist was unable to determine a root cause. He verified the system performance by running a precision check that had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. Following the service visit, there have been no further issues.